Event description:
Alleged the ground pin is broken from the power cord plug.

Manufacturer narrative:
The facility has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.